Event description:
After receiving a recall notice from co, we contacted the pts to retrieve all recalled lots. Pt asked what could happen. When the possible effects were described, she stated that she had been experiencing nausea and lightheadedness with her infusions for a couple of weeks. She had been reporting episodes of nausea with her infusions since 2008. At that time she also reported that other members of the family as well as she had been having "flu-like" symptoms during that time as well. She is concerned that the symptoms she is experiencing are due to the contaminated heparin. After seeing her physician today, she wants to report these symptoms as an adverse reaction to the recalled heparin that she was using. Dose, frequency and route used: 5ml post final saline flush IV. Therapy dates: 2008 - current. Diagnosis for use: q fever.